Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately eleven months post implant that the right ventricular (rv) lead had dislodged and that there was no rv capture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.